Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced a blood glucose of 221 mg/dl after forgetting to perform a meal announcement for a prior meal. Symptoms included no reported clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included customer care agent's review of user-reported event details and troubleshooting with education on proper meal announcement use. Investigation of this case revealed no device malfunction and identified user error related to a missed meal announcement as the contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was user error.